Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a faulty sensor. The customer stated that they removed the hub needle and the g2l did not blink. The customer stated that the sensor was removed and the cannula was missed. The customer will be sent replacement sensors.

Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula retracted inside of the sensor. Unable to confirm customer received sensor damage due to customer returned opened/used.